Event description:
It was reported that a patient with an implanted neurostimulator was unable to recharge the device using the controller with battery pack. The patient was unable to advance past passive recharge mode despite attempting a reset, and the controller displayed high numbers (94-95-95) during the recharge attempt. During troubleshooting, the patient was guided to remove and re-insert the battery, check for physical damage, and clear debris from the controller port. After these steps, the device displayed "no device found" during a charging attempt, and the controller continued cycling through passive recharge screens. The issue was not resolved, and a request was made to replace the controller. Additional information was received from patient and said they couldn't connect the replacement controller to the implant. During the call patient got 80/80/80 on passive recharge. Patient got unable to recharge. Patient unplugged the recharger and denied damages on the recharger. Patient plugged the recharger again and got 86/86/86 on passive recharge. Patient placed the paddle away from the implant and got 11/11/87. Patient (pt) called back stating they have been having trouble with the equipment for a whole week. Patient stated they received a controller replacement which 'did not fix it' and then they received a recharger and they still cannot get it set up. Patient stated the equipment won't recognize the implant. Agent had patient blow into controller port. Agent had patient reset controller; patient then saw "clinicians only" screen. Patient then selected set up for implant. Patient then saw no device found. Patient entered passive recharge mode with 85 as the middle number. Agent explained passive recharge mode and put patient on hold for ~10 minutes. When agent returned, patient described seeing unable to recharge screen. Agent asked patient if they are using the belt - patient stated no; they have the paddle 'pinched' between the chair and their back. Agent redirected to hcp to further address the issue. Caller stated patient received equipment but they are still unable to charge. Caller stated implant has been dead for about 10 days and patient did about half hour of passive recharging at home. Technical service specialist had caller initiate passive recharge cycle where antenna locate screen showed around 95, dropped to 10 when not over the implant and returned to 95 when over the implant. Technical service specialist recommended to complete 3 passive cycles in office and if the implant still isn't recharging normally to call back to attempt disable device. Rep, said he has tried 5 passive recharge(prm) sessions and system won't go into normal recharge. Technical service specialist had caller disable and the re-enabled the implant. Rep went into passive recharge again. Technical service specialist had rep connect with the tablet but he couldn't, rep had communicator right over the neurostimulator. They are proceeding towards explanting ins with warranty team. They have done multiple back to back passive recharging sessions lately in clinic and patient still stuck in passive recharging mode. They are still unable to communicate with tablet (so no mdt file available)and have replaced all externals. Disable device feature has not resolved the issue either. Tss reviewed there isn't any other troubleshooting to recommend.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2025-12109 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). Premature/abnormal ins depletion was reported. The ins system was replaced. The event was called in to tech support about one month ago. The patient was unable to connect to the ipg. The patient met with field representative (rep), and they could not connect to the ipg either. The cause was not known. The device was removed, and the issue resolved. Additional information was received from rep. Reports the cause of why they are unable to connect to the ins was not determined. Additional information was received from rep. Rep reiterates the implant was unable to connect to the tablet or patient's remote control. Rep reports two other reps called into patient and technical services regarding this issue on (B)(6) 2025.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that there was damage on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating after trying to charge the battery for several hours it was determined that the battery was dead, unale to accept charge. A new battery transmitter (implant) was installed.pt will meet with manufacturer representative (rep) to get it turned on and put it into service. This ins was explanted on july 14 and sent back to mdt and rec'd on july 18.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.